Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken clamp in sterilization. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no more information from the unit was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis.